Event description:
The customer reported generation of false high sodium (na) patient sample results and suppressed (no value) patient result for potassium (k) on their dxc 600i clinical chemistry system. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.

Manufacturer narrative:
A beckman coulter field engineer assisted the customer troubleshoot the unicel dxc 600i synchron access clinical system. Upon further troubleshooting the customer replaced the sodium reference (ref) and sodium measure electrode which resolved the issue. No further issue was reported. The system returned to normal operation after part replacement. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).